Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported he has not used his scs system in over 2 years. Follow-up identified per the pt's spouse, the pt is no longer responsive as a result of a car accident that occurred 2 years ago and has not used the system since. It is thought the scs ipg is non-functional due to the length of time the system has not been charged; however, the non-functionality of the device has not been confirmed. No additional information is available at this time.